Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure, intracardiac echocardiography (ice) revealed a pre-existing pe. A watchman truseal access system (was) was positioned. A pre-implant fluoroscopic injection was completed with the was and pigtail. The contrast injection was delivered via the pigtail and did not appear to opacify the full distal laa. A watchman laa closure device & delivery system (wds) were used. After deployment, partial recapture, and re-deployment of the wds, a confirmatory contrast injection through the wds revealed a suspicious contrast trail less than 5 mm distal to the implanted device which terminated without opacifying the cardiac silhouette. Effusion sweeps were performed after the partial recapture and final release of the device, noting no change on ice. The post-procedural echo showed a pe, however it was not known whether it was new or the pre-existing pe, as there was no previous like-imaging to compare. No interventions were performed. The patient's vitals remained stable throughout the procedure. The following day the patient was discharged and reported to be fully recovered.